Manufacturer narrative:
The serial number of the cobas integra 400 plus analyzer is (B)(6). The field service engineer determined the failure was related to the potassium electrode. The electrode was replaced. The calibration passed. All checks passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas integra 400 plus. The sample initially resulted in a potassium value of 7.4 mmol/l, with a data flag indicating the ise was unstable. The sample was automatically repeated, resulting in a potassium value of 8.5 mmol/l with a data flag. The customer re-calibrated the ise tests, but calibration failed for potassium. The customer tried replacing the ise mix tower, primed the ise calibrators, and activated the electrodes, but the potassium calibration still failed. Due to the calibration failure, the sample was repeated at another laboratory. The patient sample was sent to another laboratory for testing on an unknown analyzer, resulting in a potassium value of 4.4 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.